Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with normal operating current. Device passed displacement test and self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. No frozen screen noted during test and time clock advances properly. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the battery life was declined, buttons were worn, screen was scratched and the clock ran slightly slow. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.